Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Event description: no clips come in 2 clip applier. Additional information received from applied medical representative via email on 20jan26: tested by the surgeon before use on the patient because of a recurring problem with this batch only. It occurred again. It occurred many times with this batch. The clip was loaded and visible between the jaws of the device, and it was properly seated. Additional information received from applied medical representative via email on 22jan26: they don't really know. Sometimes, to be fast, surgeon can not notify it and take another ca500 without complaint. Additional information received from applied medical representative via email on 09feb26: this information is regarding several incidents. No clip loaded into the jaws. Surgeon test it before use on the patient. It occurred again. It occurred many times. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. Intervention: take another ca500 patient status: patient is good.